Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately four months post implant the right atrial (ra) lead dislodged and fell to the right ventricle. The lead was repositioned and remains in place. No patient complications have been reported as a result of this event.